Event description:
It was reported difficulty was encountered advancing carrier system via a right femoral approach which resulted in filter deploying in sheath. An attempt to re-advance carrier over filter resulted in pushing filter out of sheath and inappropriate filter placement in iliac vein. Pt was transferred to another facility where another filter was successfully placed via a jugular approach without any pt complications. This device remains implanted. Therefore, no failure analysis will be available. Follow-up could not confirm if continual flushing of carrier system during implant procedure was performed. It was also indicated pt's anatomy was extremely tortuous and difficulty advancing carrier and subsequent manipulation attempts resulted in inappropriate filter placement. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause of this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... Introducer catheter must be flushed through flush port by frequent injection or continuous infusion of sterile heparinized saline during implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava which can bind legs and prevent complete opening upon release... If difficulty is encountered during introducer catheter advancement through sheath, stop. Do not force introducer catheter forward. Slightly withdraw sheath and introducer catheter as a unit (about 2-3cm). Then rotate sheath as you advance introducer catheter. If this fails, remove introducer catheter... Another approach (jugular/femoral) may be necessary if a second attempt is unsuccessful."